Manufacturer narrative:
(B)(6) lab confirmed the reactivity of the k, fyb, and jkb antigens on retentions of capture-r ready-ID extend I, lot dp078 and capture-r ready-screen (3), lots r585 and r590, in manual capture using anti-k, lot qc#1 (1:128 dilution), anti-fyb, lot dl14378b (1:32 dilution), and anti-jkb, lot 615008 (neat). Controls performed as expected. All reagent cells tested, exhibited the expected reaction. Retention product performed as expected on 24apr2015. Immucor technical support used a remote electronic connection method to assess the testing instrument well images on 15apr2015.

Event description:
On (B)(6) 2015, a customer reported obtaining unexpected negative reactions with capture-r ready-screen (3), lot r585, on the galileo echo instrument. One patient sample is affected. Patient sample has a history of anti-jk(b).